Event description:
It was reported that a polarx balloon catheter was selected for use. During the procedure while the left atrium was being treated a blood detection error occurred on the third cryoablation treatment. To solve the issue the procedure was completed with another device of the same type. No patient complications reported, and the device will not be returned because is reported as contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.